Manufacturer narrative:
The complaint investigation for false positive results for one patient when tested with the architect total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review and inhouse testing of retained kits with the complaint lot number. Review of trending data for the architect total b-hcg assay identified no trends. Device history record review associated with the reagent lot did not identify any non-conformances or deviations. Inhouse testing of a retained kit of reagent lot 03333ui00 determined that the lot is performing acceptably. The overall performance of the architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide and suggested that the performance of the lot is acceptable. Based on our investigation, we have determined that there is no general issue or deficiency of the architect total b-hcg reagent lot 03333ui00.

Manufacturer narrative:
Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false positive architect total b-hcg result. On (B)(6) 2020 sample ID (B)(6) generated a positive result of 3413.13 iu/l. The sample was retested on (B)(6) 2020 and generated a negative result of <1.2 iu/l. No impact to patient management was reported.